Event description:
It was reported that an imaging catheter got stuck on stent. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery. During a percutaneous coronary intervention (pci), the physician performed a kissing balloon technique after a non-bsc stent implantation. When the physician attempted to remove the opticross imaging catheter, the guide wire exit port of the opticross got stuck in the middle of the non-bsc stent which was slightly mal-apposed to the vessel wall. The physician then inserted another unknown guidewire and dilated an unknown balloon catheter at the stuck site. The opticross imaging catheter was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that an imaging catheter got stuck on stent. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery. During a percutaneous coronary intervention (pci), the physician performed a kissing balloon technique after a non-bsc stent implantation. When the physician attempted to remove the opticross imaging catheter, the guide wire exit port of the opticross got stuck in the middle of the non-bsc stent which was slightly mal-apposed to the vessel wall. The physician then inserted another unknown guidewire and dilated an unknown balloon catheter at the stuck site. The opticross imaging catheter was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed that the telescope assembly was not able to properly pull back, advance, or retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. A kink was observed in the telescope assembly at 61.8 cm from femoral marker at the proximal end. There was no damage observed on the distal tip or guidewire exit port assembly. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. During image characterization testing, no image appeared in the system due to electrical open at distal. No manufacturing defects were observed during visual and microscopic inspection of the transducer, distal housing, or distal end of the drive cable. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken coax cable. Imaging core windup was not observed during x-ray analysis. The device failed to meet specifications based on its returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error based on the additional information provided by the customer that the stent may not have been well opposed to the vessel wall prior to imaging, which could contribute to the reported issue and the dfu states: "inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction." (B)(4).

Manufacturer narrative:
(B)(4).